Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d.6a, d.6b, h4, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, grade IV. Device has been explanted.